Event description:
The customer reported falsely elevated troponin I (access accutni) result, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 33.27 ng/ml was obtained. Subsequent analysis of the patient sample, on an alternate access 2 analyzer, recovered a result of 0.07 ng/ml, within the risk stratification. The erroneous result was released to the emergency room (ER) as a critical preliminary result, and the patient was given treatment based on the result. Details of the treatment are unknown. There has been no report of current patient outcome to date. The event was reported as part of beckman coulter marketing survey program (msp) for troponin I. Further information was not supplied.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient sample was collected in a lithium heparin plasma tube and centrifuged for three minutes at room temperature. A definitive cause of the incident is unknown.